Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported issue. The reported issue was reproduced during performance testing. The investigation determined that the root cause was an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was alarming and failed to start ventilation. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device was alarming and failed to start ventilation. There was no patient injury reported as a result of this incident.